Event description:
It was reported that the stent partially deployed. A 7mm x 120mm, 130cm eluvia drug-eluting vascular stent system was selected for use in a stenting procedure in the superficial femoral artery (sfa) to treat severe lower limb ischemia. The 100% stenosed target lesion was moderately calcified and located in moderately tortuous anatomy. The target lesion was accessed using a contralateral femoral approach. A non-boston scientific 6fr guiding sheath was used. After crossing the guide wire, the external iliac artery (eia) was first treated, and a non-boston scientific stent was positioned. After that, sfa treatment began. Pre-dilation was performed with a special balloon, and an eluvia was positioned. Two 120mm eluvia stents were positioned from distal sfa to mid sfa without any problem. While positioning the third eluvia stent, the thumb wheel was turned, but the remaining 4 cm to 5 cm of the stent could not be deployed. After turning the dial all the way, the pull grip was completely pulled out and it was not possible to deploy about 3 cm to 4 cm. The non-boston scientific guidewire was also completely stuck. It was determined that the second layer of the eluvia shaft was stretched or torn due to some form of load on the shaft. It was judged that the remaining portion of the stent that could not be deployed was too long to try to deploy by pulling the catheter, which was a high risk. The device was deployed by bailout, which involved disassembling the handle to free the pull grip. The dial part and the pull grip lock were removed, and the second layer part was pulled, and the stent was able to be deployed safely. The procedure was completed successfully. No patient complications were reported. Additionally, it was noted that the rotation speed of the thumb wheel was a little fast.

Event description:
It was reported that the stent partially deployed. A 7mm x 120mm, 130cm eluvia drug-eluting vascular stent system was selected for use in a stenting procedure in the superficial femoral artery (sfa) to treat severe lower limb ischemia. The 100% stenosed target lesion was moderately calcified and located in moderately tortuous anatomy. The target lesion was accessed using a contralateral femoral approach. A non-boston scientific 6fr guiding sheath was used. After crossing the guide wire, the external iliac artery (eia) was first treated, and a non-boston scientific stent was positioned. After that, sfa treatment began. Pre-dilation was performed with a special balloon, and an eluvia was positioned. Two 120mm eluvia stents were positioned from distal sfa to mid sfa without any problem. While positioning the third eluvia stent, the thumb wheel was turned, but the remaining 4 cm to 5 cm of the stent could not be deployed. After turning the dial all the way, the pull grip was completely pulled out and it was not possible to deploy about 3 cm to 4 cm. The non-boston scientific guidewire was also completely stuck. It was determined that the second layer of the eluvia shaft was stretched or torn due to some form of load on the shaft. It was judged that the remaining portion of the stent that could not be deployed was too long to try to deploy by pulling the catheter, which was a high risk. The device was deployed by bailout, which involved disassembling the handle to free the pull grip. The dial part and the pull grip lock were removed, and the second layer part was pulled, and the stent was able to be deployed safely. The procedure was completed successfully. No patient complications were reported. Additionally, it was noted that the rotation speed of the thumb wheel was a little fast. It was further clarified that the non-boston scientific guidewire was stuck on the eluvia device.

Manufacturer narrative:
Device returned and evaluated by manufacturer. The returned product consisted of an eluvia self-expanding stent system with a 0.035 inch hydrophilic guidewire. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the handle was disassembled, and the thumbwheel was missing. There was a kink to the inner liner 13.9cm from the tip. There was a kink to the middle sheath at the retainer. Microscopic examination revealed no additional damages.